Event description:
It was reported with the use of the bd¿ syringe and needle there was an issue with syringe tip package was opened.

Manufacturer narrative:
Investigation summary: one sample was returned to sbdm, lot number is 1809172. Sbdm noticed part of the syringe tip packaging was opened. House sample package leakage test: sbdm conducted package leakage test for 5 pcs from house sample lot 1809172, no leakage was observed. House sample visual inspection: sbdm conducted visual inspection for 25 pcs house samples lot 1809172, no abnormality observed. Packaging test for recently manufactured lot: sbdm conducted packaging leakage test for recently manufactured lot 1901213 for 5 pcs, no abnormality observed. Visual inspection for recently manufactured lot: sbdm visually inspected 25 pcs for recently manufactured lot 1901213 for 5 pcs, no abnormality observed. Device history reecord review: sbdm reviewed the manufacturing record for lot 1809172, no abnormality was observed. Customer complaint review: sbdm reviewed internal complaint record, there are no same issue for same product from other customers. Corrective actions: 1. Sbdm had quality training on this customer complaint for syringe assembly line workers. 2. Sbdm implemented tightened product & process management and strengthening quality inspection for syringe manufacturing process. 3. Sbdm implemented 100% visual inspection in syringe assembly & packaging process and also retrained on inspection method for packaging inspector. The actions are due (B)(6) 2019. Conclusion: 1 sample was returned to sbdm, lot number is 1809172. Sbdm noticed part of the syringe tip packaging was opened. From investigations, sbdm assumed there was external factor leading to damage of the package for the complaint sample. Based on the received complaint sample, sbdm verified that there was clear sealing line on the package. Inspection and packaging leakage test on house sample for affected lot and newly manufactured lot showed no abnormality. In conclusion, sbdm could not determine the root cause for the failure experience by customer.

Manufacturer narrative:
The manufacturing location for this product is greater asia. This site is an OEM manufacturing site. (B)(4). Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ syringe and needle there was an issue with syringe tip package was opened.